Event description:
It was reported that surgeon considers the tibial allignment of the knee not to be satisfactory following the cut made with the cutting guide, seeing alignment in valgus close to 10º.

Manufacturer narrative:
(B)(4).